Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for unknown indications. It was reported that the implantable neurostimulator (ins) was ¿unable to hold a charge and only lasted for 3-4 hours¿. The ins was still covering their left leg as desired. The contributing factor that might have led to the issue was noted as the patient started strenuous work in (B)(6) 2018. The rep could not perform troubleshooting because the patient didn¿t charge before their appointment on (B)(6) 2018 and they did not bring their equipment along. Another appointment was scheduled for (B)(6) 2018 to access the ins. Surgical intervention was not planned, the patient was alive with no injury and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient via the rep. The rep reported that they were unable to read the ins using the clinician programmer, the patient's programmer and the recharger. The patient had not charged their ins for 3 months. In response to clarification on the cause of the ins not holding a charge and only lasting 3-4 hours, they reported the patient thought they had been recharging the ins but really they were only recharging the wall charger. The patient had not experienced any symptoms associated with the ins not being charged. It was unknown if the patient was able to charge the ins to full, and therefore they also did not know if the ins was holding the charge. It was noted that when the rep had met with the patient, the patient had given them different answers and dates. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-may-21. It was reported that the patient had not charged the implantable neurostimulator (ins) and only had recharged the wall unit. The rep then met with the patient on (B)(6) 2018 and the patient was still unable to comply with the needs to recharge the battery. Lastly, the rep noted that the doctor was going to handle the issue with a possible replacement battery. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via the rep. It was reported the rep met with the patient on (B)(6) 2018. The patient's ins was not charged. The patient had not charged their ins in over 3 months because they had been in a treatment center. After troubleshooting, the rep identified that the patient was not recharging the ins but rather the recharger from the wall unit. The rep started a physician mode recharge (pmr) but the patient was unable to stay at the clinic for the necessary amount of time. The patient was to continue charging at home and then call the clinic to set up an appointment to have the ins interrogated and reprogrammed, if needed. No further complications were reported or anticipated.